Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had over delivery and had experienced high blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer¿s blood glucose level was 44 mg/dl at time of incident and current blood glucose level was 241 mg/dl. The customer was treated with fruit snacks, gatorade and juice boxes. The customer stated that the pump was over delivering because the blood glucose continued to decline after treatment. The customer was advised to monitor blood glucose until replacement arrives. The insulin pump will not be returned for analysis.